Event description:
It was reported that the ilet bionic pancreas experienced battery depletion and would not accept a charge, including when connected to a cell phone charger, resulting in a low remaining battery level and the need to send a replacement device. Investigation included review of device history records, complaint history review, and a request for return and evaluation of the device. Further investigation of this case revealed a reported failure to charge and battery depletion consistent with a power or charging malfunction of the device¿s power supply or battery system. There was no user reported symptoms, and no adverse clinical effects, with a reported blood glucose of 166 mg/dl and the patient prepared to use backup therapy if needed. Outcomes included no injury, no medical or surgical intervention, no emergency care, and no hospitalization. It was concluded that, based on previously established findings for similar reports, the event was device-related and non-serious, with no patient harm, and that the device will require evaluation to determine the specific root cause.